Event description:
Valve implanted on (B)(6) 2020 to a (B)(6) patient with chronic hydrocephalus. After a (unspecified) malfunction, and an unsuccessful attempt in clinic to adjust the valve, a shunt revision surgery was performed. Valve was disconnected from proximal catheter and flow was evaluated using a manometer. Flow reportedly sluggish.